Event description:
Customer's mother reported several no delivery alarms. Daughter's blood glucose was 183 mg/dl. The mother stated that she changed the site of the sensor and the problem persists. Troubleshooting did not occur since the problem was not occuring at the time of the call. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.